Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, false pause episode due to undersensing was observed. No intervention was performed. Patient was stable and will continue to be monitored.